Manufacturer narrative:
Following the reported event, a steris service technician arrived onsite to inspect the rack subject of the event; however, facility personnel could not confirm which rack was utilized at the time of the reported event. The technician performed an inspection of the five washer racks in the department and found small burrs on the racks. The technician deburred the racks, visibly inspected the racks, and returned them to service. A 12-month complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that two employees obtained a small cut on their finger while loading and unloading their long manifold rack from a washer. Medical treatment was sought and administered.